Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. The instrument was found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the medium-large clip applier prongs were getting stuck and not opening after use. Once the clip applier closed, it was not releasing the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Additional information is being gathered to determine the contribution of the device to the customer reported issue.